Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing came off or became loose at the quick release while the patient was wearing the infusion set. Furthermore, the quick release portion remained connected to the patient. This happened with three infusion sets from two different boxes. No further information available.